Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic and the atrial lead exhibited high impedance. It was noted that the lead fractured. The lead was explanted and replaced. No patient symptoms were reported.

Event description:
New information indicated the patient was in good condition post procedure.